Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an allergic reaction during treatment with a revaclear 300 dialyzer. The patient experienced shortness of breath and rashes approximately one hour into treatment. Treatment was not discontinued, and the patient was treated with intravenous benadryl 25mg and was given another 25mg orally, upon return to the floor. The patient outcome was not reported. No additional information is available.